Event description:
It was reported that the during a routine device change out, the atrial lead exhibited a malfunction. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Only a partial lead was received. Final analysis found that the insulation was abraded at 24.5 cm to 25.8 cm from the tip electrode. The outer coil was exposed in the same area, due to friction with another device.